Event description:
A st jude ultimum 6f sheath was opened for placement in the patient's femoral artery; the patient was undergoing cardiac catheterization. The introducer, included in the packaging with the sheath, could not be introduced into the sheath (through the proximal diaphragm at the hub). Upon further inspection, it was noted the distal end was not tapered as intended but instead blunt. The sheath was removed from the field and another sheath was opened and utilized. The inventory, within the cath lab, was inspected and all other sheaths with the lot number of this device appeared to be tapered.